Event description:
After a night of use the machine would not turn off. I had to unplug the device. I did not notice any unusual smell. I waited a few minutes and plugged it back into the outlet. It does not give me a comfortable feeling.